Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the falls effect on the implant was not determined and they will have it checked so will follow up for that. The cause of the vibrating was not known. The representative did not investigate the why. Just changed the setting. Made it too high. They adjusted the intensity to a 0.2 and 0.3 at times. The rep adjusted to a higher setting but at night was too much. So I turned off for a few days and now have at 0.3. It seem to have stopped (the shocking) when they put it to a very low setting of 0.3, so far has been resolved. Patient stated, "thank you for your prompt action and pending the representative out for me. At the moment I am doing well at 0.3 setting".

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient is still having so much incontinence. Patient said they were in the hospital in late (B)(6)2022 from falling off a horse where they were having terrible bladder problems. Patient said they thought it was because they didn't have their external equipment with them at the hospital. Patient said their bladder problems are much better now and have been since being near their external devices. Since this hospital stay, they are still experiencing incontinence with bladder and bowel. Patient wanted to try changing programs. Helped patient change programs and reviewed basic therapy guidelines. Redirected to hcp to check internal components and reviewed monitoring symptoms in the meantime. Patient will monitor symptoms after making an adjustment. Additional information was received. The patient was asked if the fall's effect on the implant was determined and they replied, "no." When asked to describe the effect the fall had on the implanted system they responded, "I had questioned the effectiveness before but now not getting needed control." Additional information was received from the patient. They reported that patient said the therapy is not doing anything to help their bladder and bowl symptoms. Patient has a bladder infection and started on antibiotics today. They had been changing between .4 and .5 amplitude. If patient has it at .5 they can't sleep at night because it is vibrating too much. Patient has bladder infection every month because of the fecal incontinence. Patient mentioned the last few days on left foot it felt like they were standing on electrical wire. They felt it wednesday or thursday. Got in the car the other day and felt it vibrating. Patient doesn't currently feel the vibrating in the foot. Patient tried changing to a different program and switched back because it didn't feel right. Suggested patient calling doctor to have system checked from their fall off her horse to make sure it didn't cause damage to her system or cause lead migration. Additional information was received on (B)(6)2023, the patient stated they were worried the fall "could have loosened a wire" because out of the blue, (a "couple weeks to maybe a month ago," and more recently for the second time on friday ((B)(6)2023) or saturday ((B)(6)2023)) the machine started giving them a "very intense" electric shock in their left foot and it got worse to where there was also a "twitching" in their left eye" and the intensity of the pain in their foot increased until last night the patient wondered if the pain had been coming from the implant so they turned the ins off and after 2 hours, the pain went away. The patient stated the pain would start out as a tiny little bit but it would get worse, "like stepping on a hot wire." The patient stated they'd talked to their managing health care provider (hcp) about it and their hcp told them to call a manufacturer rep named jake, but when the patient finally spoke with jake today, jake told the patient they no longer worked at medtronic and told the patient to call patient services who could give the patient the name and number of the new representative. The patient stated they didn't have any pain today but briefly tried turning the stimulation back on again today to see if things were any better but the pain came back immediately so the patient turned it back off again. The patient stated they'd tried different programs and on some programs, the pain was even worse. The patient was redirected to follow up with the hcp to check the implanted system.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.